Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition the wake button was stuck. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had manual injections available as alternate insulin therapy.